Event description:
Patient representative reported right side ¿diagnosis of bia-alcl", ¿rashes", "tingling skin", ¿severe inflammation of lymph nodes", "fear of cancer recurrence, emotional distress pain and suffering". Also reported ¿open skin sores", ¿sicca syndrome", ¿triggered vasculitis", ¿dry and painful eyes and mouth", ¿hair loss" which is not related to the device. Histopathological markers confirming alcl have not been received. The device has been explanted. Treatment: device explant, total mastectomy, chemotherapy, radiation.

Manufacturer narrative:
(B)(4). Date of alcl diagnosis: (B)(6) 2019. The events of lymphoma-alcl-suspected and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected and lymphadenopathy.